Event description:
It was reported to boston scientific corporation that an obtryx was implanted on (B)(6) 2008. On (B)(6) 2010, the patient underwent further surgery for the implantation of a second obtryx sling. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; perineum pain; anal pain; thigh pain; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence; aggravated incontinence; damage; psychiatric injury surgical interventions: on (B)(6) 2010 the patient underwent further surgery regarding the obtryx implant(s) for the following purpose: implant of cook product. On (B)(6) 2020 the patient underwent further surgery regarding the obtryx implant for the following purpose: vaginal rectopexy/suspension procedure. Nonsurgical treatments: the patient was treated with pain medication: panadol osteo for the treatment of: pain. Treatment duration: everyday. The patient was treated with psychological medication: cymbalta for the treatment of: nerve pain and depression. The patient was treated with other medication (please specify): mobic, prednisone. Device 1 of 2.

Manufacturer narrative:
Block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: upon review, a previous report for the obtryx device implanted into this patient has been sent under MFR report # 3005099803-2021-00014. Based on the information reported november 10, 2021, two reports were sent, 3005099803-2021-07379 for an obtryx implanted (B)(6) 2008 and 3005099803-2021-07377 for an obtryx implanted (B)(6) 2010. However, upon review of the information in the record corresponding to previous report 3005099803-2021-00014, it was identified that there was actually only obtryx implanted into this patient, on (B)(6) 2010. Therefore, this report (3005099803-2021-07379 for an obtryx implanted (B)(6) 2008) was made in error, and can be considered a duplicate of 3005099803-2021-07377 for the obtryx implanted (B)(6) 2010 (and previous report 3005099803-2021-00014).

Event description:
It was reported to boston scientific corporation that an obtryx was implanted on (B)(6) 2008. On (B)(6) 2010, the patient underwent further surgery for the implantation of a second obtryx sling. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; perineum pain; anal pain; thigh pain; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence; aggravated incontinence; damage; psychiatric injury. Surgical interventions: on (B)(6) 2010 the patient underwent further surgery regarding the obtryx implant(s) for the following purpose: implant of cook product. On (B)(6) 2020 the patient underwent further surgery regarding the obtryx implant for the following purpose: vaginal rectopexy/suspension procedure. Nonsurgical treatments: the patient was treated with pain medication: panadol osteo for the treatment of: pain. Treatment duration: everyday. The patient was treated with psychological medication: cymbalta for the treatment of: nerve pain and depression. The patient was treated with other medication (please specify): mobic, prednisone.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.